Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime or fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia insulin pump was not working properly. The customer blood glucose level was 583 mg/dl at the time of incident and other blood glucose value was 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual, insulin pump and water for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump for under delivering. Customer stated the drive support cap was normal. The insulin pump will not be returned for analysis.